Event description:
Patient reaction to a first use dialyzer. Within first few minutes of dialysis treatment, the patient experienced shortness of breath and back pain. Patient was taken off terumo t220 and placed on competitor dialyzer. The terumo dialyzer was first use, pre-processed. The estimated volume of blood loss was 148 ml.